Event description:
The device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the alleged malfunction. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and performance verification.